Event description:
This is the third report of slippage and or injury from the same facility. (B)(4). A mayfield skull clamp (lot #031) was involved in a laceration during a pt procedure. The reporter described the event as; 80# torque knob failed and caused a laceration on the pt. Additional clinical info has been requested. The integra-life sciences sales representative will provide an in-service program and or answer in-situ questions for the staff on how to appropriately apply the clamp to prevent further slippage and injury. The facility seems to be open to this proposed arrangement.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info. Integra-life sciences neuro engineers did a thorough evaluation on the returned unit and found the following; the unit operates normally during functional testing: 80# torque knob tested good under pressure; ratchet extension arm has no visible cracks; lock has a little rotational movement which would not have caused a slippage. The large starburst teeth show some wear but are still functional and would not have caused a slippage. The rocker arm passes go nogo gage; all other components are functional. The engineers were unable to duplicate or confirm the reason for the slippage. Future incidents of this nature will be documented for recurrence and trending purposes.